Event description:
During the procedure the catheter was leaking around the hub. The account continued to use the catheter during the case. There was no report of air being pulled into the catheter. Also, there were no adverse effects to the pt reported.